Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a bent tube extension at the brown laser marked section. Bending is significant enough to affect installation or removal of the instrument through a cannula. Common causes of a bent instrument tube extension is attributed to supplier manufacturing, such as incorrect processing parameters set.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.